Event description:
A valiant stent graft system was inserted into the patient for the endovascular treatment of a 200 mm thoracic dissection. The diameter of aorta proximal thoracic aorta at implant was 40mm. The degree of angulation of the aortic arch at implant was mild. The vessel tortuosity in the thoracic aorta at implant was mild. There was no vessel calcification or tortuosity in the thoracic aorta or in the vessels. The common iliac artery was 13mm and the external iliac artery was 11 mm in diameter. It was reported that during the index procedure, the device would not track around the aortic arch. The physician tried to advance the device; however, led to an external iliac rupture causing the patient to lose blood pressure. The ruptured iliac was covered with a gore self-expanding stent and the patient recovered. The physician believed the cause of the event was due to the fact that the push force didn't move at the tip of device and the energy caused bend and tension at iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).